Manufacturer narrative:
The event of "¿contracture¿, baker grade unknown" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿contracture¿, baker grade unknown.

Event description:
Physician reported, left side ¿contracture¿, baker grade unknown. Device has been explanted and replaced.